Event description:
Related manufacturer reference number:2017865-2024-72380. It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture, r wave amplitude variation and atrial lead exhibited high threshold. It was further noted from x-ray loss of slack noted on both leads and rv lead was dislodged. Programming changes were made. The patient was stable.